Event description:
The event involved a neutron¿ that was reported to contain air in line from the clamp to the hub on the blue lumen. Although there was patient involvement, there was no apparent harm that reached the patient/person.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional reporter: (B)(6).